Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via the patient's left femoral artery without difficulty. Upon startup, the pump alarmed helium loss. The pump was exchanged and the second pump alarmed helium loss. The md decided to remove the iab and insert another iab for use. The md attempted to remove the iab by pulling it back through the sheath and at this time difficulty was met. According to the rn the md did multiple negative preps on the iab to get it back through the sheath. Once the iab was removed from the sheath the staff realized that the sheath was damaged. The sheath was removed and the sheath from the second iab was inserted into the same site without difficulty. It was reported that the patient had no complications and went to the operating room for open heart surgery the following morning. There was no reported patient death, injury or complications. The intra-aortic balloon pump (iabp) therapy was interrupted for the time required to remove the first iab and prep and insert the second iab. Medical/surgical intervention was not required. Pump strips were generated and are not available for review. X-rays were performed during the procedure. The x-rays are not available for review. The iab has since been discontinued and the patient is recovering as expected without issue in the cardiothoracic intensive care unit (cticu). Additional information received on (B)(6) 2014 stated that the delay of iabp therapy was 30 minutes. The patient was stable post op and is now extubated and recovering in the cticu. The second iab has been discontinued per protocol.

Manufacturer narrative:
(B)(4).